Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), back injury ("back injury,") and nephrolithiasis ("bladder or urinary problems or changes increased in frequency and developed kidney stones") in a 30-year-old female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 2005 to 2007 and depo provera from 2005 to 2007. Concurrent conditions included overweight, allergic rhinitis, anxiety disorder, lumbago, depression, back surgery (approximate date of treatment (B)(6) 2013), carpal tunnel release (approximate date of treatment (B)(6) 2011), amenorrhea and sleep disorder. Concomitant products included citalopram hydrobromide (celexa), cyclobenzaprine since 2011, epiduo since 2016, fluoxetine hydrochloride (fluoxetin), gabapentin in 2012, procet (acetaminophen w/hydrocodone) from 2012 to 2017, promethazine since 2012, ropinirole since 2017 and sertraline (zoloft) in 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: possible reaction to essure/nickel allergy") with pruritus and rash and acne ("rashesh or skin conditions type: itching and acne"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems conditions: depression ") and anxiety ("psychological or psychiatric problems conditions: anxiety "). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced the first episode of nausea ("nausea"). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines / migraines pain"), headache ("headaches"), the second episode of nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), weight decreased ("weight loss"), mood swings ("psychological or psychiatric problems condition: mood swings"), hirsutism ("hormonal changes describe: facial hair") and back injury (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, vaginal discharge and acne had resolved and the abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, hormone level abnormal, bladder disorder, urinary tract disorder, dyspareunia, the last episode of nausea, dysmenorrhoea, fatigue, weight increased, weight decreased, mood swings, hirsutism, back injury, depression, anxiety and nephrolithiasis outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, anxiety, back injury, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hormone level abnormal, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: discrepancy noted in essure removal dates: (B)(6) 2014-as per mr robotic hysterectomy with bilateral salpingectomy/robotically. (B)(6) 2014-as per pfs hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2014: hysterosalpingogram:finding essure coils are seen in the bilateral fallopian tubes. Uterine cavity appears unremarkable. Contrast reached up to the proximal edges of the bilateral essure coils. No spill was seen into the peritoneal cavity. Impression successful, normal hysterosalpingogram status post essure coil placement without evidence for peritoneal spill. (B)(6) 2014:diagnosis- cervix and uterus, hysterectomy chronic cervicitis with squamous metaplasia . Secretory phase endometrium, unremarkable myometrium . Fallopian tubes, bilateral partial salpingectomy - complete cross sections of histologically normal fallopian tubes. Specimen- uterus. Bilateral tubes pertinent history bleeding. Pain in uterus quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), back injury ("back injury,") and nephrolithiasis ("bladder or urinary problems or changes increased in frequency and developed kidney stones") in a 30-year-old female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos from 2005 to 2007 and depo provera from 2005 to 2007. Concurrent conditions included overweight, allergic rhinitis, anxiety disorder, lumbago, depression, back surgery (approximate date of treatment (B)(6) 2013), carpal tunnel release (approximate date of treatment (B)(6) 2011), amenorrhea and sleep disorder. Concomitant products included citalopram hydrobromide (celexa), cyclobenzaprine since 2011, epiduo since 2016, fluoxetine hydrochloride (fluoxetin), gabapentin in 2012, procet (acetaminophen w/hydrocodone) from 2012 to 2017, promethazine since 2012, ropinirole since 2017 and sertraline (zoloft) in 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: possible reaction to essure/nickel allergy") with pruritus and rash and acne ("rashes or skin conditions type: itching and acne"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems conditions: depression ") and anxiety ("psychological or psychiatric problems conditions: anxiety "). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced the first episode of nausea ("nausea"). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines / migraines pain"), headache ("headaches"), the second episode of nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), weight decreased ("weight loss"), mood swings ("psychological or psychiatric problems condition: mood swings"), hirsutism ("hormonal changes describe: facial hair") and back injury (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, vaginal discharge and acne had resolved and the abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, hormone level abnormal, bladder disorder, urinary tract disorder, dyspareunia, the last episode of nausea, dysmenorrhoea, fatigue, weight increased, weight decreased, mood swings, hirsutism, back injury, depression, anxiety and nephrolithiasis outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, anxiety, back injury, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hormone level abnormal, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: discrepancy noted in essure removal dates: (B)(6) 2014-as per mr robotic hysterectomy with bilateral salpingectomy/robotically. (B)(6) 2014-as per pfs hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2014: hysterosalpingogram: findings essure. Coils are seen in the bilateral fallopian tubes. Uterine cavity appears unremarkable. Contrast reached up to the proximal edges of the bilateral essure coils. No spill was seen into the peritoneal cavity. Impression successful, normal hysterosalpingogram status post essure coil placement without evidence for peritoneal spill. (B)(6) 2014:diagnosis- cervix and uterus, hysterectomy chronic cervicitis with squamous metaplasia. Secretory phase endometrium, unremarkable myometrium. Fallopian tubes, bilateral partial salpingectomy - complete cross sections of histologically normal fallopian tubes. Specimen- uterus. Bilateral tubes. Pertinent history: bleeding. Pain in uterus. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet & medical record received. Events depression and anxiety, facial hair, back injury, acne, kidney stones are added. Lab data added. Concomitant & historical conditions, drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, allergic rhinitis, anxiety disorder, lumbago, depression, back surgery (approximate date of treatment (B)(6) 2013) and carpal tunnel release (approximate date of treatment (B)(6) 2011). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: possible reaction to essure/nickel allergy") with pruritus and rash, hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines / migraines pain"), the first episode of nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), the second episode of nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and mood swings ("psychological or psychiatric problems condition: mood swings"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, hormone level abnormal, bladder disorder, urinary tract disorder, dyspareunia, headache, the last episode of nausea, dysmenorrhoea, fatigue, weight increased, weight decreased and mood swings outcome was unknown and the migraine and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes, abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), allergic or hypersensitivity reaction type: possible reaction to essure/nickel allergy, psychological or psychiatric problems condition: mood swings, rashes or skin conditions type: itching, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, mood swings, weight gain, weight loss. Lot number, concomitant disease, historical condition were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), back injury ('back injury,') and kidney stones ('bladder or urinary problems or changes increased in frequency and developed kidney stones') in a 30-year-old female patient who had essure (batch no: 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014: hysterosalpingogram: findings essure coils are seen in the bilateral fallopian tubes. Uterine cavity appears unremarkable. Contrast reached up to the proximal edges of the bilateral essure coils. No spill was seen into the peritoneal cavity. Impression successful, normal hysterosalpingogram status post essure coil placement without evidence for peritoneal spill. On (B)(6) 2014: diagnosis, cervix and uterus, hysterectomy chronic cervicitis with squamous metaplasia. Secretory phase endometrium, unremarkable myometrium. Fallopian tubes, bilateral partial salpingectomy complete cross sections of histologically normal fallopian tubes. Specimen uterus. Bilateral tubes pertinent history bleeding. Pain in uterus. Previously administered products included for birth control: oral contraceptive nos from 2005 to 2007 and depo provera from 2005 to 2007. Concurrent conditions included overweight, allergic rhinitis, anxiety disorder, lumbago, depression, back surgery (approximate date of treatment on (B)(6) 2013), carpal tunnel release (approximate date of treatment on (B)(6) 2011), amenorrhea, sleep disorder, feels poorly, malaise, night sweats and amenorrhea. Concomitant products included adapalene; benzoyl peroxide (epiduo) since 2016, citalopram hydrobromide (celexa), cyclobenzaprine since 2011, fluoxetine hydrochloride (fluoxetin), gabapentin in 2012, hydrocodone; paracetamol (acetaminophen; hydrocodone) from 2012 to 2017, promethazine since 2012, ropinirole since 2017 and sertraline hydrochloride (zoloft) in 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: possible reaction to essure / nickel allergy") with pruritus and rash and acne ("rashesh or skin conditions type: itching and acne") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: anxiety"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines pain"), the first episode of nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In 2013, the patient experienced back injury (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced kidney stones (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), the second episode of nausea ("nausea"), mood swings ("psychological or psychiatric problems condition: mood swings"), hirsutism ("hormonal changes describe: facial hair"), back pain ("pain is gone in my back"), pain in extremity ("pain is gone in my leg"), hypoaesthesia ("numb"), vision blurred ("eyes go blurry"), tinnitus ("wooshing sound in ear"), abdominal pain upper ("pain in stomach"), renal pain ("pain in kidney"), obsessive-compulsive disorder ("ocd"), kidney stone ("kidney stone"), pruritus ("itched all over"), oropharyngeal pain ("sore throat"), abdominal distension ("bloating") and inflammation ("inflamed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, vaginal discharge and acne had resolved and the back injury, kidney stones, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, hormone level abnormal, bladder disorder, urinary tract disorder, dyspareunia, the last episode of nausea, dysmenorrhoea, fatigue, weight increased, weight decreased, mood swings, hirsutism, depression, anxiety, back pain, pain in extremity, hypoaesthesia, abdominal pain upper, renal pain, obsessive-compulsive disorder, kidney stone, pruritus, oropharyngeal pain, abdominal distension and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, anxiety, back injury, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hormone level abnormal, hypoaesthesia, inflammation, kidney stones, menorrhagia, migraine, mood swings, obsessive-compulsive disorder, oropharyngeal pain, pain in extremity, pelvic pain, pruritus, renal pain, tinnitus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of nausea, kidney stone and the second episode of nausea to be related to essure. The reporter commented: discrepancy noted in essure removal dates: on (B)(6) 2014 as per mr robotic hysterectomy with bilateral salpingectomy / robotically. On (B)(6) 2014 as per pfs hysterectomy with bilateral salpingectomy. Both cornuate's visualized right tube placed: 2 colls left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: allergy to metals. Concerning the injuries reported in this case, the following ones were reported from social media report- back pain, pain in extremity, hypoesthesia, vision blurred, tinnitus, abdominal pain upper, renal pain, obsessive-compulsive disorder, nephrolithiasis, pruritus, oropharyngeal pain, abdominal distension, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received. Reporter information updated. New events: pain is gone in my back, pain is gone in my leg, numb, eyes go blurry, wooshing sound in ear, pain in stomach, pain in kidney, ocd, kidney stone, itched all over, sore throat, bloating, inflamed were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.